Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and the right ventricular (rv) leads were discovered on x-ray as being dislodged a few days post implant. The right ventricular (rv) lead also exhibited increased impedances. The leads were revised and remain in use. No patient complications have been reported as a result of this event.